Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00566, 3002806535-2017-00567, 3002806535-2017-00568.

Event description:
It was reported a patient experienced left knee pain approximately three years post-implant. Patient was treated with medication and exercise.